Event description:
The physician was attempting to treat a patient with an 80-90% stenosis of the lad immediately after the first diagonal branch, total occlusion after the second diagonal branch and an 80-90% stenosis in the ostial of the first diagonal branch. Initially, the physician attempted to cross the distal total occlusion using a guide-wire supported with an over-the-wire sprinter 2.0 x 6 mm balloon. The guide-wire was advanced with difficulty, but seemed to be in the correct position when checked with contralateral injections. The sprinter 2.0×6 mm balloon was inflated at low pressure in order to gain more support. However, new contrast injections revealed an ellis class ii perforation in the distal lad. It was reported that wiring of the lad leads to perforation. Prolonged balloon inflation across the distal lad failed to seal the perforation. In order to seal the leakage a ptfe-covered stent was implanted and the dual catheter technique was used i.e., a ptfe stent was implanted in the second diagonal branch in the lad, while a balloon was inflated in the distal lad. The patient was discharged asymptomatic 2 days after the procedure.

Manufacturer narrative:
Evaluation, results: no results available since no evaluation was performed; inherent risk of procedure (coronary vessel dissection, perforation, rupture or injury); related to operational context (it was reported that wiring of the lad leads to perforation). Evaluation, conclusion: unable to confirm complaint; inherent risk of procedure (coronary vessel dissection, perforation, rupture or injury); operational context caused or contributed to the event (it was reported that wiring of the lad leads to perforation). (B)(4). Left anterior descending artery perforation treated with graft stenting combining dual catheter and side branch graft stenting techniques herz 2012 37:913¿916; doi 10.1007/s00059-012-3645-6, published online: 7 july 2012 © urban <(>&<)> vogel 2012.